Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is being filed after the subsequent review of the following literature article, hedequist d., hresko t., leong n., pate o. (October-november 2009). Implant removal after submuscular plating for pediatric femur fractures. J pediatr orthop, volume 29 number 7, pages 709-712. This report is for unknown 4.5mm narrow combi plates or unknown standard 4.5mm narrow locking compression plates/quantity unknown/unknown lot. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. (B)(4) implant prominence and its removal. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, hedequist d., hresko t., leong n., pate o. (2009). Implant removal after submuscular plating for pediatric femur fractures. J pediatr orthop, volume 29 number 7, pages 709-712. Records studied were of 22 pediatric patients (average age 10 years, range of 5 to 15 years) who were treated for femur fracture with a submuscular plate and subsequently had the plate removed. All plates were 4.5 mm narrow combi plates or standard 4.5 mm narrow locking compression plates (ao synthes, (B)(4)). The documented reason for plate removal was implant prominence in 8 cases, patient age in 4 cases, family preference in 6 cases and surgeon preference in 4 cases. One patient required an open exposure to remove a screw and 1 patient had a screw break during removal. The screw head was removed while the remaining portion was left in place. The review of preoperative radiographs revealed that bone overgrowth was present in all cases. This is report 1 of 2 for (B)(4). This report is for an unknown plate.